Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited insulation anomaly. The lead was capped and replaced. No further information was available.

Event description:
New information on (B)(6) 2017 stated that the lead was capped during a device change out procedure. The patient was in stable condition post operation.